Manufacturer narrative:
Other text: the returned device was evaluated. The device did not power on and off using battery power as the battery was not able to hold charge. The device powered off when switching from ac to battery power and the battery did not hold charge due to a defective and swollen battery.

Event description:
The customer reported that the device switches off after a short runtime and battery display is not correct. There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. E1: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). H3 other text: product not returned.

Event description:
The customer reported that the device switches off after a short runtime and battery display is not correct. There was no patient impact or consequence reported.